Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 2.5% ultrabag therapy for peritoneal dialysis (pd). At the time of the report the action taken with dianeal pd2 2.5% ultrabag was ongoing. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized. The cause of peritonitis was unknown. Remedial treatment for peritonitis was an initial injection of vancomycin (1gm, once in 4 days ) and an injection of fortum (1 gm, daily, ip) in manual bag daily. The peritonitis was resolving.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.